Manufacturer narrative:
The medtronic representative became aware that, following the procedure, electronic picture archiving and communication systems (pacs) was operational on the system and the ip address was changed on the imaging system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while during a spinal fusion, there was no communication between the imaging system and navigation system. The ip address was confirmed by the representative. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.